Manufacturer narrative:
(B)(6). The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked; further described as ¿from where the tubing connects to the bag/is sealed into the bag¿. This was identified during use for peritoneal dialysis (pd) therapy. The patient was connected to the effluent sample bag at the time of the event. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.